Event description:
It was reported that during a lung procedure the device was reloaded and would not fire or would not open. The device was removed from the patient's chest with no patient consequence. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: how was the device removed or opened? On what tissue type was the device used? Lung. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. If so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing, opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Upon further evaluation, the reload lockout spring was noted to be damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.